Event description:
The MFR rep reported a pt was admitted to the ICU for respiratory depression and is intubated and non-responsive. The pt's mother was talking to the pt and the pt seemed fine. A few minutes later she came back and the pt was bent over in a fetal position. The pt was admitted and troubleshooting was beginning. The drug used in the pump is lioresal (dose and concentration unknown). Add'l info has been requested but was not available on the date of this report.